Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b3, b4, b5, d4, g3, g6, h2, h6 and h10. Section b5: additional information received indicated that the resistance was felt on the distal tip. They were able to move the device only once. Neither the embotrap or the traxcess were torqued in the deice. There was no evidence of physical material within the device. No other devices were successfully used with the concomitant device prior to the encountered resistance. The prowler select plus was replaced by rapidtranit and intervention continued. There was no difficulty removing the device from the patient. There were no alleged product malfunctions with the embotrap. Since there was no alleged product malfunction with the empotrap, the impacted product no longer meets us regulatory reporting criteria. No other reports will be forthcoming.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Date of event: the date of the event was not reported. Lot: the lot number was not reported. The device was discarded; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Resistance/friction is a known potential issues associated with the use of the device. The instructions for use (IFU) contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers is 3008114965-2023-00175.

Event description:
As reported by the field, during a mechanical thrombectomy, a prowler select microcatheter (mc21160c2, 30979588) could only be guided over a traxcess guidewire intracranially with the use of force. Extreme friction occurred when guiding up and releasing an embotrap iii 6.5 mm x 45 mm (et307645, unknown lot). Therefore, the physician changed to a rapidtransit microcatheter (mc) without these problems. Additional information received indicated that it is unknown if the insertion tool was securely placed in the hub of the microcatheter prior to attempting to advance the embotrap. The embotrap was successfully used with the rapidtransit microcatheter. No additional information is available.